Event description:
The customer reported to olympus, front panel flashing on the visera 4k uhd xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the turrent was loose resulting in front panel flickering, after re-installing the turrent the device worked normal again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the loose turret that was causing the front panel to flicker. A flickering panel indicates a system error. The investigation did not establish the root cause of the loose turret. Olympus will continue to monitor field performance for this device.